Manufacturer narrative:
H.3, h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation, the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional, a patient was diagnosed with a fungal infection after using the contact lenses. The consumer had missed to remove the lens before going to bed and upon waking the consumer visited physician and was diagnosed with fungal keratitis in the left eye and was treated with natamycin one drop four to five times a day and it took several weeks for the symptoms to be resolved. The reporter indicated they are not sure regarding whether the fungal keratitis was directly caused by the lens. The current status of the consumer¿s eye is symptoms resolved. Additional information has been requested but is not yet available.